Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose on (B)(6) 2014. Blood glucose at the time of hospitalization was 715 mg/dl. Customer had attempted to treat with bolus before going to the emergency room but her blood glucose continued to rise. The customer was treated at the hospital with insulin drip. Customer was wearing the insulin pump at the time of the hospitalization. Customer was still in the hospital as of (B)(6) 2014. Current blood glucose reading is 120 mg/dl. Troubleshooting was attempted but the call was dropped. Called customer and left message to call back and continue troubleshooting. Nothing further reported.